Event description:
The complainant reported a patient was implanted with an impella 5.5 for mechanical circulatory support. It was reported that there was a high purge pressure alarm. Tissue plasminogen activator was administered in response to high purge pressure which resolved the issue. The patient was noted in stable condition and remains on support.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Added d3 manufacturer fax was omitted during initial report. H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The cause of the high purge pressure could not be determined as no product or logs were returned for evaluation.

Manufacturer narrative:
D4 serial and primary UDI number were revised. D6b explant date was added.